Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: description: it was reported the item failed to release the catheter or withdraw the needle. The nurse push the button to retract the needle and the needle did not retract. No injury happened.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381412 and lot number 3278264. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.